Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2, h4 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 146786 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 146786 and test base part number 195-430h / lot 140478a. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 146786 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported her boyfriend obtain a false negative results with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on a nasal swab and generated positive results. The consumer reported her boyfriend was administered pcr confirmation testing on (B)(6) 2021 at two different locations and both generated positive results. The consumer also, tested with the binaxnow¿ covid-19 antigen self test (B)(6) 2021 and obtained a positive results with no errors. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the case number from (B)(4) to case number (B)(4) and provide updated with the patient identifier.